Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord reported that, 2 months post implantation of the lvad, support was withdrawn from the pt due to a brain infarct and resulting neurocognitive deficits.